Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for unrelated reasons. While in the hospital, the patient felt diaphragmatic stimulation. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. A device restoration was performed successfully. The patient was stable and will continue with regular follow-up.